Event description:
On (B)(6) 2012, it was reported that the patient experienced elevated blood glucose (bg) for several days. The reporter stated that the high bg reading was 595mg/dl and said that the patient did not have signs or symptoms of hyperglycemia. Treatment was reported to be insulin dosing via injections. The reporter reviewed the pump and supplies with customer technical support (cts); the following results were recorded. There were no reported changes in diet, exercise, or medications. There was no leakage of insulin at the site and no scar tissue, bleeding, or redness detected. The total daily dose history appeared to be correct. There were related alarms in the history. The prime history showed that large volumes were primed on three occasions in the past several weeks. There is no evidence that this issue was related to the reported bg excursion. Cts concluded that there was no evidence of a malfunction with any of the devices that might have caused or contributed to the bg excursions and advised the reporter to follow up with the patient's health care professional to address the blood glucose excursion. This complaint is being reported based on the following conclusion: the patient experienced a serious injury while using an insulin pump and the issue has not been resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. The units remaining were correctly calculated and recorded in pump history. There were no alarms noted related to the complaint in the pump alarm history. Large prime volumes were observed in the black box history related to a cartridge change. There were no issues found with the force sensor. The "ezprime" operation was performed on the pump with no issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A visual inspection of the cartridge was performed with no issues found.